Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. Although the initial visual inspection failed to identify the reported issue, functional test confirmed the reported condition as a large leak spraying water from the left edge of the bag, that would have been obvious immediately if present after bag filling. Magnified inspection of the leak location identified a deep edge gouge or cut caused by impact. There was a flap or remnant of eva bag located on the bottom side of the leak, which indicated the impact originated from the opposite direction. Additionally, the manual addition port had been spiked, as evidenced by a cannula insertion. As manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if a large leak was present. Based on evaluation findings the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking on the seam. Where in the process the leak was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.